Event description:
It was reported the patient¿s system was explanted three months prior to this report due to a low grade infection. At the time of this report, the patient was looking to replace the system and they needed an MRI of the head and brain to hone in on placement of the system. The implant was planned for thursday. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: 2014-(B)(6), product type: implantable neurostimulator. Product ID: 3387s-40, lot# va04z6j, implanted: 2014-(B)(6), product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: 2014-(B)(6), product type: extension. Product ID: 3708660, serial# (B)(4), implanted: 2014-(B)(6), product type: extension. (B)(4).